Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a weak battery, low battery alert and failed test on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised that tha insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Insulin pump alarmed failed battery test after battery installation due to faulty battery tube. No weak battery or low battery alerts noted. Insulin pump received with minor scratches on lcd window and cracked reservoir tube lip.